Event description:
It was reported that the surgeon implanted an aq2015a three piece silicone lens and the lens tore upon insertion. The lens was removed without any patient injury. Customer was aware that the cartridge used is not the one recommended for this lens.

Manufacturer narrative:
Visual inspection of the returned product showed that the lens was received split in half with a clear surgical residue on it. Conclusion: off label use.